Manufacturer narrative:
Customer evaluated device and received remote support from customer care solution center.

Event description:
It was reported to philips that the device experienced shock error. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which quote for the replacement of the therapy pca was offered to the customer. Multiple attempts were made to obtain the customer's decision regarding the offered quote but no response received. No further information was provided. A supplemental report will be submitted if new information is obtained.